Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had b30 scope communication error. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection. However, customer contacted olympus technical assistance support (tac), and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to power off the system components, clean the scope contact points with alcohol, reseat the necessary cables, follow proper connection procedures, and clean the device¿s front socket using the appropriate cleaning kit due to observed dust. Tac also advised the customer to perform additional isolation testing by connecting different scopes to the unit. The customer later reported that the communication error occurred only with one specific scope, and the issue followed that scope when used in different rooms. The device will not be returned to olympus for evaluation at this time, and troubleshooting was ultimately able to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.